Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced and the breathing system was cleaned. The unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was sticking causing high pressure. There was no report of patient involvement.